Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided in section b5 with this report.(B)(4).

Event description:
It was reported that the auto mode was not active on insulin pump at the time of event due to the transmitter was not working.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl at the time of incident. Customer stated that the low blood glucose was treated with glucose and carbohydrate intake. The insulin pump will not be returned for analysis.